Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the outer gasket seal was broken. The surgeon was suturing extracorporally from this port. A new port was inserted. There was no consequence to the pt.